Event description:
During angiogram a 0.35 terumo glide-wire fractured and a portion of the hydrophilic wire coating was left behind in the pt's external iliac artery. Pt was taken to the or where the coating was removed without incident.